Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that a burr became stuck in the lesion. The target lesion was located in the anterior tibial artery(ata). A 2.00mm peripheral rotalink® plus was used to treat the target lesion. During the procedure, the device would not spin and it was noted that the burr became stuck in the lesion. After, brachial access was achieved and an unspecified balloon was inflated where the burr was lodged. A space was created by the balloon and the burr was able to be removed. The procedure was completed with a balloon angioplasty. No patient complications were reported and the patient's status was normal.